Event description:
Customer reported device = 438 mg/dl. Customer was not feeling well and drove to the hospital. Hospital device = 78 mg/dl. Customer received blood tests, a chest x-ray, an EKG, and was given IV medication. No controls used. A request was made for return product and replacement product was sent.